Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this hms plus instrument had a few failures with the abnormal range test in the past 3 months. The failures happened 5 times under one cartridge, and around 12 more under a different cartridge lot. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that after the preventive maintenance, the unit did not turn back on.

Manufacturer narrative:
Correction b5: medtronic received information that at an unspecified time, this hms plus instrument had a few failures with the abnormal range test in the past 3 months. The failures happened 5 times under one cartridge, and around 12 more under a different cartridge lot. Use of the instrument was unspecified. There was no adverse patient effect reported with this event. Medtronic received additional information that after the preventive maintenance, the instrument did not turn back on. Correction additional codes imf (annex f) health impact: this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.